Manufacturer narrative:
Investigation summary: three actual samples were received by our quality team for evaluation. One sample was received in open packaging and two samples were received without packaging. The samples were subjected to visual inspection to check for catheter tip damage. From the returned samples, the needle was observed to be pierced through the catheter. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto rejected by the inline tip spear vision inspection system. Needle pierced through catheter could also happen during product application when the product during the needle cover removal if not done carefully. As the actual samples were returned in open packaging, the actual root cause could not be established. The following controls have been put in place to prevent and detect the needle being pierced through catheter from occurring: the vision system camera is not out of focus when capturing the defect by using various metal blocks for different gauges to prevent the vision assembly from dropping under its weight and the catheter is aligned to one side using vacuum to aid the insertion of the cannula, thus reducing the likelihood of this nonconformance from occurring. A daily challenge of the vision system is performed, and visual inspection is performed during outgoing inspection. This incident has been added to our database of reported incidents.

Event description:
It was reported that the bd angiocath¿ IV catheter was torn. The following information was provided by the initial reporter: "catheter tube is torn."